Event description:
Customer stated they had taken a blood glucose test and received a result of "hi". The customer kept getting a result of "hi" all day. Doctor advised pt to go to the hosp and they did around 5pm. At the hosp the customers blood glucose was 296mg/dl. The customer was given insulin. No controls were in use and the customer stores glucose strips out side of the original vial. A request was made for the return of the suspect device and replacement product was sent.